Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the pump battery compartment was observed to be cracked extending down tot eh case seal. The pump battery cap successfully attached to the pump and the pump was exercised for 24 hours without power issues. The pump was opened and no further issues were noted.